Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter.the returned test strips are expired,unable to evaluate them. Most likely underlying root cause of malfunction: user is testing with expired test strips.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 mg/dl. The blood glucose testing is performed by the customer fasting in the morning and evening daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The product storage is not provided. The test strip lot manufacturer's expiration date is 09/23/2012 and open vial date is not provided; therefore the test strips are past manufacturer's expiration date. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.